Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: investigation result. The returned dreamtome rx 44 was analyzed, and a visual and microscopic examination found that the wire was detached (not crimped) from the connector joint strength joint at handle section, the wire did not have crimp marks, due this condition the wire was unable to bow. The device was disassembled and was found that the aluminum disc was detached and deformed. The guidewire was found in good condition. The customer provided a picture where was possible to observe the handle actuated and the wire unable to bow. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire failure to bow was confirmed. The results of the analysis performed on the returned device found that the wire was detached (not crimped) to the connector joint strength joint at handle section, the wire did not have crimp marks, due this condition the wire was unable to bow. Also, after disassembling, the device was found that the aluminum disc was detached and deformed. The investigation findings and all information available concludes the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stones performed on (B)(6) 2025. During preparation, the nurse noticed the device could not bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: wire detached/separated. Please see block h10 for full investigation details.